Event description:
The customer reported that the ac power module had failed and that the ac inlet was cracked.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed and that the ac inlet was cracked. The customer ordered an ac power module which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.